Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got failed battery alert after every new battery. The customer¿s blood glucose was 295 mg/dl at the time of the incident. The customer also state that they put another battery but the screen went blank. Contacts are not missing or damaged. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No low battery alert and no blank display anomaly noted during test.